Manufacturer narrative:
Continuation of d10: product ID: dvbb1d4 ICD, implanted: (B)(6) 2015, explanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was deceased. It was noted that prior to death, the patient was admitted for shortness of breath and dyspnea on exertion. The patient was treated with intravenous steroids and respiratory treatments for chronic obstructive pulmonary disease exacerbations, along with a bronchoscopy and biopsy for a small cell lung mass. The patient was then discharged to a nursing home. The patient returned two days later with sepsis and bacteremia. Cultures were taken and methicillin-resistant staphylococcus aureus was confirmed with vegetation on the right ventricular (rv) lead. Antibiotics were administered and the patient was transferred to another hospital for further care after six days. The system was extracted eight days later and the patient passed away two weeks after extraction. The patient was a participant in a clinical study.